Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncope episode and felt pain in her chest. Review of the system was performed and it was determined that the patient experienced an intrinsic ventricular tachycardia episode. The device appropriately delivered one burst of anti-tachycardia pacing (atp); however, this accelerated the rhythm into a ventricular fibrillation. After this, the device delivered one shock, ending the episode. No changes were performed. This device remains in service. No further adverse patient effects were reported.